Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. The customer reported a blood glucose (bg) level of 260 (mg/dl). During troubleshooting with tandem technical support, the customer re-secured the luer lock connection and primed the tubing. The fill tubing process was then completed. The customer stated that a bolus would be delivered to address their bg level.